Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530-550 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. While the customer was at the hospital for high blood glucose, a vein burst, and the customer was subsequently admitted to the intensive care unit for further treatment. Cause of the burst vein was unknown, but customer did not attribute it to their elevated bg. The customer was treated with intravenous fluids of saline and manual injections of lantus. Customer was discharged 8 days later with the issues resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.